Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was slipping the skin cut. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in an issue evaluation. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number 100696 two times as documented in the repair reports in livelink. The last repair was july 14, 2012 where it was reported that that the device needs service and calibration and the ball detent, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on november 15, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications at 5622 rpm. The customer hose and width plates were not returned for evaluation. The calibration was out of specification at the zero, 20, and 30 settings. Repair of the air dermatome was performed by zimmer biomet surgical on november 16, 2016 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, throttle lever, motor, poppet assembly and o-ring. The service technician noted that the device was outside calibration specifications and this could be the cause of the complaint. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested.. The reported event was non verifiable during the initial inspection the service technician could not reproduce the reported event. The root cause of the reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, throttle lever, motor, poppet assembly and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was slipping the skin cut. No adverse events were reported as a result of this malfunction.